Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that a revision of this left ventricular (lv) lead took place due to a dislodgment. This lead was capped and will not be returned. No further adverse patient effects were reported following the revision procedure.